Event description:
It was reported by the health care provider that the insulin pump had creaked by the battery compartment. Customer is not using the insulin pump due to the crack. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.